Event description:
A customer reported that the pump's wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.